Event description:
The olympus representative reported during preparation for use, the visera laparo-thoraco videoscope presented an image abnormality. The image did not appear when the cable was shaken. No patient harm reported.

Manufacturer narrative:
The device was evaluated, and the reported issues were not confirmed. The bending section cover adhesive was missing. The adhesive part of the objective lens had peeled off due to handling. The grip had discoloration due to handling. There are scratches on the up/down plate, right/left plate, video cable, surface of the light guide cover glass due to external factors. The up/down, right/left plates, and light guide connector had discoloration due to handling. The black cover was discolored due to handling. The video connector, video connector case, and light guide connector may have been scratched due to external factors. The forceps elevator was difficult to remove due to handling. Characters on the forceps elevator lever may have disappeared due to handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction: h4 - oct 4, 2010 should have been selected rather than oct 5, 2010 on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to foreign matter temporarily adhering to the electrical contacts of the video connector, and communication with the system was interrupted due to the temporary instability. Olympus will continue to monitor field performance for this device.